Manufacturer narrative:
H10: during troubleshooting, it was recommended that the user interface (ui) pcba be replaced. The customer reported that the ui pcba was ordered, and that the issue was resolved. This concludes this investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power off. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not turn off. During troubleshooting, it was reported that the device was able to power on, while the device was connecting ac power. It was verified that the power supply was operating fine, while using a voltmeter. The rse then noted that the power switch overlay was not working properly, and that the yellow led illuminates, but it only powers on after connecting ac power or battery. Investigation ongoing.